Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported thrombus could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report thrombus during use of the steerable guide catheter (sgc). It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two clips were implanted without issue, reducing mr to 2. When retracting the steerable guide catheter (sgc) into the right atrium, a fiber structure was observed. The fiber structure was suspected to be thrombus. The activated clotting time (act) was about 270 seconds and at least 250s during the procedure. An additional 2500 units of heparin were given, and the act was increased to more than 400s. The fiber structure remained stuck to the fossa ovalis. The no additional information was provided.